Event description:
It was reported that an alert that the device had reached its elective replacement indicator (eri) was observed. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.